Event description:
Initial report: this non-serious unsolicited report for sculptra (poly-l-lactic acid) was rec'd from a dermatologist/venerologist via our affiliate in (B)(4) on (B)(6) 2010 (B)(4). After internal medical review, it was decided to upgrade this report to serious. A ptc (product technical complaint) has been initiated for this report: (B)(4). This report involves a female pt, approx (B)(6), who was administered poly-l-lactic acid for firming/oval improvement on (B)(6) 2008, (dosage, lot/batch number, location of injection/s were not reported). Medical history and concomitant medications were not reported. A physician reported this pt experienced papules on the areas of the nasolabial folds, cheeks, chin and oval line after sculptra injection. The onset date of the event was (B)(6) 2010, approx 13 months after the last injection of sculptra. The reporter assessed the events as non-serious. Corrective treatment included diprophos (betamethasone) intralesional, metipred (methylprednisolone) orally with decreasing doses every seven days and two treatments of fraxel (laser) in (B)(6). At the time of this report, the pt has not recovered from the event. Reporter's causality assessment: evident relationship with sculptra use.